Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, during surgical use, the holding peg of the size 3 lpi 4 in 1 cutting guide broke off during extraction, a set of bone nibblers were used to retrieve the peg. Parts and pieces fell into the patient wound site. Surgeon removed all of the parts and pieces. There was more than 5 minute surgical delay/prolongation. Patient did not experience any adverse events as a result. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays/photos. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3and h6 have been updated accordingly. (H3 the broken pin reported was likely the result of a stress riser introduced to the pin during removal, which led to brittle fracture. The most probable root cause associated with the reported event of "broken - retreived from patient¿ is associated with a partial or full-thickness crack in the device materials.